Event description:
There were five wholey high-torque modified j guidewires that failed during diagnostic heart catheterization procedures. There was a separation between the wire itself and what appeared to be the shaft portion of the wire. The wire did not break in half, but there was about a 3-5 mm gap between the two portions of the wire. There was no patient harm in any instance, and the defective wires all have the same lot number. The defective devices were returned to the manufacturer and an investigation will be performed regarding the failure of the product. The manufacturer will replace the lot with new wires.